Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain, pain') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: two trailing coils on the left and four trailing coils on the right. Concurrent conditions included uterine fibroids, uterine leiomyoma, endocervicitis and incision site pain. Concomitant products included nsaids from (B)(6)2006 to (B)(6)2017 and paracetamol (acetaminophen) from (B)(6)2006 to (B)(6)2017. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy & cystorectocele repair with kelly plication). Essure (ess205) was removed on (B)(6)-2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:-menorrhagia, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain, pain') in an adult female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: two trailing coils on the left and four trailing coils on the right. Concurrent conditions included uterine fibroids, uterine leiomyoma, endocervicitis and incision site pain. Concomitant products included nsaids from (B)(6) 2006 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy salpingectomy-oophorectomy -unilateral & cystorectocele repair with kelly plication). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:-menorrhagia, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Updated event genital haemorrhage as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain, pain') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: two trailing coils on the left and four trailing coils on the right. Concurrent conditions included uterine fibroids, uterine leiomyoma, endocervicitis and incision site pain. Concomitant products included nsaids from october 2006 to june 2017 and paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy & cystorectocele repair with kelly plication). Essure (ess205) was removed on 30-may-2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record:-menorrhagia, cramping. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs&mr received reporter information, lot no was added. New event added vaginal bleeding, mental anguish. Severity added pelvic pain and psycho injury event updates depression. Medical history, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy & cystorectocele repair with kelly plication). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain , menorrhagia (heavy menstrual bleeding),general abnormal bleed, dysmennorhea (cramping), psych injury were added. Outcome of event pain and bleeding updated to recovered / resolved. Patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.